Event description:
Hcp reported a pump volume discrepancy. The physician withdrew 16 or 18 cc's from the pump, unknown what the expected reservoir volume was. The pump alarm was sounding. The pt did not experience any withdrawal symptoms. The pump was explanted and replaced in 2003. The pt was reported as doing fine although has a incision infection which is being treated with oral antibiotics and is "healing nicely".